Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The batteries were charged during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed an low ma error and was unable to perform fluoroscopy. This resulted in a total loss of imaging functionality. There was no patient injury or death reported.